Event description:
A pt underwent an f.a.d procedure. Approximately one month after the procedure, the pt complained of leg pain.

Manufacturer narrative:
Method - other; follow up conversation with company representative reporting the event. Results: no conclusion can be drawn.